Event description:
Eye infection. A physician reported that a pt, diagnosed with cataract in the left eye, underwent in 2003, ultrasonic emulsification and intraocular lens (ceeon 911a) implantation. The following month the pt experienced diminution of vision and headache. An examination revealed that pus was accumulated in the anterior chamber. On the same day of the present report the outcome of the adverse event was unk. This case was considered serious/intervention required. Case comment: this case lacks significant medical info needed to provide an accurate causal assessment. Further info is required regarding complications during surgery, irrigation fluids used during surgery, and concomitant medications during surgery and in the postoperative period. For a more accurate assessment of this case the results of the technical inverstigation are also needed.